Event description:
It was reported that during the end of implant procedure while the doctor was closing the pocket, the patient, the patient coded. The newly implanted system provided two shocks. The doctor did CPR and revived the patient. The doctor suspects the event was anesthesia related. Later, the patient's blood pressure was stable, and the cardiac rhythm was good. There were no known additional adverse patient effects. The system remains implanted.